Event description:
It was reported the patient experienced increased recharge burden (date of event unknown) as the ipg would hold a charge for about 5 minutes. Consequently, the ipg was explanted and replaced.

Event description:
Further follow up identified the issue of frequent charging has resolved and the patient had effective therapy postoperatively.

Manufacturer narrative:
Result: the reported issue was confirmed. As received, the ipg was responsive and communicated with lab utilities. Visual inspection identified evidence of fluid intrusion inside the header assembly. It was reported that during the procedure, it was observed that the port plug was no longer in port 9-16. This indicates that fluid entered the header assembly via the port. Fluid intrusion inside the header could cause changes in the systems impedance. If the impedance was outside of the required range, the system could auto reduce if turned on with a patient programmer. This may have been perceived as the ipg holding a charge for only 5 minutes, when it may have auto reduced to a level where stimulation wasn¿t perceptible. In addition, it could not be ascertained why the port plug came out of the port. No physical or functional anomaly was observed that would prevent the port plug from remaining secured inside the header while in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).